Event description:
The following information was reported: the balloon ruptured during pullback. Manual compression was held for 30 minutes and a femostop compression device was placed for 2 hours. The patient was not hospitalized as a result of this event. Procedure type: diagnostic peripheral sheath size: 6f.

Manufacturer narrative:
Expiration date was corrected.

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a pin hole in the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the pin hole could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).